Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no peeling observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delamintated'jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000303683 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that immediately during an endoscopic vein harvesting procedure, vasoview hemopro 2, it was discovered that there was a piece of plastic/ silicone from the jaws from the tip (bipolar jaws) of the vein. The piece of plastic was found on the vein after it was outside the patient. The jaws were not open during the insertion. No resistance was noted. No additional incisions. No procedural delay. A new kit was grabbed and the case was completed. No harm to the patient.